Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was later explanted and replaced 2 years later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this pacemaker showed a battery status of six months remaining. A printed report from interrogation with a programmer showed a battery status of 1.5 years remaining. It was reported that the battery status showed one year remaining approximately six months ago. Boston scientific technical services (ts) discussed battery status changes and potential affecting factors. This product remains implanted and in service. No adverse patient effects were reported. The physician will continue monitoring.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.